Event description:
Letter from attorney alleges: "...in the course of the workers' compensation claim an implantable spinal cord stimulator was implanted. The spinal cord stimulator failed and has been removed. The patient and his wife are in the possession of the failed spinal cord stimulator and the failure of that product has been confirmed by representatives of the company."